Manufacturer narrative:
Reporter is a j&j employee. Visual inspection: the advanced appl inner shaft (p/n: 03.812.521, lot number: 5l32536) was received at us cq. Visual inspection of the complaint device showed the jaws on the distal end were bent. Device failure/defect identified? Yes. A functional assessment was performed on the complaint device and the returned mating device. The two devices were able to assemble and disassemble. The complaint was not able to be replicated. A dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. This complaint is confirmed as the jaws on the distal end were bent. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part: 03.812.521. Lot: 5l32536. Manufacturing site: (B)(4) release to warehouse date: 22. Aug. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) follows: it was reported that on (B)(6) during a spinal fixation procedure, the t-pal advanced applicator inner shaft was bent. There was no patient consequence. There is no further information available. This report is for one (1) t-pal advanced applicator inner shaft. This is report 1 of 1 for (B)(4).